Event description:
Baxter japan reports that the spike of a transfer set came off from the spike port. There was no patient injury or medical intervention associated with this incident according to the international affiliate.